Event description:
A system operator reports at 80% into a custom treatment, the laser lost track. Patient outcome was not affected, however, additional information has been requested.

Manufacturer narrative:
Ivestigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report mailed in to FDA on: 08/22/2008.